Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that when she got to work, she was feeling really bad. Customer stated that she had potato soup last night but she adjusted for it. Customer's blood glucose was over 600 mg/dl. Customer stated that the pump was not programming enough of a correction. Customer's current blood glucose was 191 mg/dl. Customer took a big shot and stated that she has been treating with the pump. Troubleshooting was performed and the customer did not have the tubing clamp. Customer was advised to do a complete set change and call back to continue troubleshooting once they receive the tubing clamp. Customer was walked through delivering a bolus. Customer also had a no delivery alarm earlier in the day. Customer was explained that the infusion set change should have resolved the no delivery alarm. Customer stated that she will monitor the issue.